Manufacturer narrative:
Mhus08 probes are sterile, single use devices, indicated to obtain samples from the breast or axillary lymph nodes for diagnostic analysis of breast abnormalities. The device was returned to devicor for investigation. Breast tissue was found in the cup upon receipt. The probe initialized without issue, however, no tissue was obtained in 2 attempts. Lateral and axial vacuum lines were found to be pinched at the point where they attach to the probe. Several attempts to discover the failure point were made without success. Due to the discovery of breast tissue, this event was assessed against the result of the investigation. Following consultation with our medical director, due to the potential to cause or contribute to death or serious injury as a result of potential missed or lost tissue samples, pursuant to 21 cfr 803, this failure mode was determined to be a reportable malfunction.

Event description:
Devicor medical products, inc. Received a report from our affiliate, devicor medical korea, stating, "during a breast biopsy procedure 1. The samples were stuck in the need shaft and didn't come out. 2. The customer completed the procedure with another new probe. No patient consequence." On september 10, 2019, mammotome became aware that breast tissue was unexpectedly found in the device during the failure investigation. This has been documented in our system as record # (B)(4).